Event description:
Rn noted fluid in buretrol did not seem to be decreasing. Tape placed on buretrol, clamps checked (no double-drip), after one hour, fluid level unchanged. Pump alarmed bottle occlusion but no occlusion found. No other alarm noted, although fluid was not infusing.